Event description:
It was reported that approximately five months post-implantation, the patient underwent a left hip revision due to two dislocations since primary surgery. Head and liner exchanged. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: item name# 36mm i.d. Size e high wall liner; item number# 30123605; lot number# 66604030. Item name# g7 osseoti 3 hole shell 52mm e; item number# 110010244; lot number# 67093882. Item name# tprlc 133 type1 bm so 10.0; item number# 51-113100; lot number# 3995272. G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.